Event description:
The facility's biomed technician reported an infusion pump with fail code 813:01. The hospital representative did not have information regarding reports of any patient incident involving this pump since the last baxter service event.